Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another 3.0mm x 12mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 66.1cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another 3.0mm x 12mm quantum maverick balloon catheter. No patient complications were reported and the patient¿s status was stable.